Event description:
The customer reported that the image on the left monitor would intermittently go black. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and scan converter were replaced, and the system software was reloaded. The system was then found to be operating as intended.